Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: during investigation, a review of the pump black box confirmed 078 errors (motor rewind error) occurred. During testing, the pump was unable to complete the rewind successfully; 078 errors were consistently emitted. The pump motor was found to function properly with a test printed circuit board (pcb). Evaluation concluded a failed circuit board due to an intermittent condition.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.